Event description:
The surgeon inserted a competitor's lens using the indigo-p injector. Upon insertion into the eye the ftp indigo foam tip plunger cut the trailing haptic off. The lens was removed without enlarging the incision. No suture was required to close the wound. No patient injury. The cause of the lens trailing haptic tearing was due to the ftp indigo foam tip plunger.